Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and software on the host-pc crashed. The fse reloaded the ghost image. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the monitor does not turn on. The device was not in clinical use.